Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient had a skin reaction three days after the sensor was inserted in the abdomen. The patient developed a rash, redness, and inflammation under the sensor patch. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was cleansed with soap and water. The reaction was treated with a prescription oral antibiotic (doxycycline hyclate one 100 mg tablet twice per day for seven days with food) and anti-nausea (ondansetron odt one 8 mg tablet every 8 hours for two days). No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Codes: medical device problem code: 2993 adverse event without identified device or use problem. Codes: medical device problem code: correction to disregard 3191 appropriate term/code not available.